Manufacturer narrative:
H.6 investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported while using the bd ultra-fine¿ short pen needles 8mm x 31g (100 count) there was needle clog during injection. The following information was provided by the initial reporter: consumer reported needle clog during injection. Consumer does not re-use.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evalution? Yes, d9: returned to manufacturer on: 20-feb-2024 h.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as bent cannula pe and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Material#: 320109 lot #: 3017799 it was reported by the consumer that needle clog during injection. Consumer does not re-use. Verbatim: consumer reported needle clog during injection. Consumer does not re-use. Lot #: 3017799 catalog #: 320109 date of event: unknown samples: available - sending mail kit

Event description:
It was reported while using the bd ultra-fine¿ short pen needles 8mm x 31g (100 count) there was needle clog during injection. The following information was provided by the initial reporter: consumer reported needle clog during injection. Consumer does not re-use.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.